Event description:
It was reported that the patient presented for a follow-up in the clinic with the patient experiencing uncomfortable due to pre-syncope. Upon interrogation, it was noted that the pacemaker exhibited high-pacing events and mode switches due to noise oversensing. The physician reprogrammed the pacemaker to resolve the issue. The patient was in stable condition.